Event description:
Both implant screws broke which led to failed implant crown restores. Screws splinted. This bridge was placed just over 4 years ago and is possible that after some bone loss and lateral pressure during mastication forced the fracture to widen and finally break. Lot and part trending shows that there is no upward trend for this issue. This is a reportable serious injury.